Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with a definite history of a fall 2 weeks before presentation. Pain and inability to bear weight were reported. The hinge mechanism was revised.